Event description:
The ac power cord was melted in 2 places, each measuring approx 1-1 1/2 inches in length. At 1025, line a of the device was programmed to deliver normal saline at a rate of 30ml/hr, and line b was programmed to deliver nitroprusside (50mg/500ml) at a rate of 9ml/hr and the deliveries were started. No further programming parameters were provided. At 1100, the pt was placed in an ambulance for transport to a different facility. The device was plugged into the power outlet upon entry into the ambulance. There were no issues noted with the device or cord at that time. Reportedly, the ambulance would not start and needed to be "jump started." At 1130, the transport began. After approx 15-20 mins, the nurse smelled something "hot". The nurse noted a decrease in the pt's ozygen saturation and repositioned the pt. The nurse then noted "little billows of smoke" coming from the cord of the reported device. No flames were noted. At 1202, the device was unplugged form the ac outlet and was turned off. The nitroprusside therapy was delayed for approx 1 hr and 50 mins. There were no changes in the pt's vital signs. No med interventions were required. There were no reported adverse pt sequelae. The device was removed from clinical svc.